Event description:
During pt treatment with the model 3100a, the pt was removed for routine suctioning. The operator stated that when the pt was put back on the 3100a, it took 15-20 seconds for the mean airway pressure to re-establish, longer than normal. The pt was placed on a conventional ventilator without compromise.